Event description:
Healthcare professional (hcp) reported to company representative that patient was injected with skinvive¿ by juvéderm. Patient experienced left cheek "started blanching immediately in the cheek", "felt skinvive¿ by juvéderm® travel up around the eye", and "blurry vision." Hcp noted "tried to flush through the ante gonial notch but couldn¿t get a good flash." Treatment is noted as emergency room where the cheek area was ¿flushed¿ and ¿ultrasound to flush the facial artery through the ante gonial notch.¿ it was noted ¿patient is improving, cap refill is coming back, color is improving.¿

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.